Manufacturer narrative:
The failure investigation has been completed and the customer complaint was verified. In addition, a different issue was found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer went snorkeling while connected to the pump and the touchscreen is now unresponsive. Reportedly, the touchscreen is frozen on the unlock screen and does not respond to any presses. Customer's blood glucose level was not impacted. Customer stated that they will contact their health care professional for back up insulin and syringes for continued insulin therapy.